Event description:
Contact reported that, two expedium screws (l5) broke post-op at the base of the screw head. Screws were implanted 2006. Pt is having pain. A revision is planned.

Manufacturer narrative:
Screws and x-rays may be returned for evaluation after the revision procedure. If returned an evaluation shall be completed. No conclusions can be made at this time. Device is intended to be a temporary fixation device to aid in the process of fusion, and breakage can occur due to delayed union or non-union, as well as cyclical loading of the device over time. Notches, scratches or bending of the implant during the course of surgery may also contribute to early failure. These precautions are stated in the instructions for use (IFU) supplied with the device.